Event description:
Dealer states that this was ordered (B)(6) 2011 and sold (B)(6) but the lot number is from 2010. She claims the handle broke and is not sure how it broke. Told her will replace as a courtesy under warranty. (B)(4).